Event description:
Additional information was received for this case. Segments from a 54 minute angiography video during implant were reviewed. Prior to implant, stents were seen placed into the iliacs; the size of the stents could not be measured but they did not appear very small in diameter. Two stents, slightly separated from each other, were seen previously placed inside the right iliac; a shorter stent was proximal to the much longer length stent. Several overlapping stents were also seen positioned in the left iliac. A guide wire was placed up the right side through the iliac stents without difficultly, and the right side iliac stents were ballooned. The endurant bifurcate delivery system was brought up via the right side; the delivery system appeared to easily pass through the long/distal stent. However, when the tapered tip encountered the proximal stent, delivery difficulties appeared to have been encountered. The tip was seen to have deflected/bowed and then appeared to have been caught inside the shorter and more proximal stent. The delivery system was able to be delivered into the aaa; however the proximal stent was caught on the tapered tip and had dislodged from the iliac artery, then it was pushed up into the suprarenal aortic region. The delivery system was successfully deployed and removed. An ipsilateral extension was the implanted, with the distal stent graft just overlapping within the previously implanted long (distal) stent. The contra limb was then implanted, and final angio showed no endoleak or other stent graft issues. The procedure was then focused on retrieval of the iliac stent which was still floating within the thoracic aorta. After multiple attempts, the stent was snared and brought down into the bifurcate from the ipsi side, but the snare/stent was seen caught in the bifurcate flow divider. Ballooning was done from the contra side to try to free the caught stent, and eventually the stent was pulled down and out of the patient. No stent graft issues were seen at the conclusion of the procedure. The cause of the tip catching on stent and dislodging it could not be determined from these images.

Manufacturer narrative:
Method: films.

Event description:
An endurant stent graft system was implanted in the patient and reliant balloon was used for the endovascular treatment of a 44mm fusiform abdominal aortic aneurysm. It was reported that the patient had stents already implanted in both external iliac arteries (eia). The physician noted prior to the procedure that there might be difficulties advancing the bifurcated delivery system. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 24mm and the diameter of aneurysm entry was 21mm. The diameter of right access vessel (common iliac) was 16mm. The diameter of the right bifurcated internal iliac vessel was 13mm. Diameter of left access vessel (common iliac) was 13mm. The diameter of the left bifurcated internal iliac vessel was 9mm. The diameter of the right external iliac vessel was 7-8mm. The minimum diameter of left external iliac vessel was 6mm. Proximal neck length by centerline was 51mm. It was reported that during the index procedure and when the bifurcation delivery system was moved forward the implanted short stent near right iia became stuck on the tapered tip. The bare metal stent ID measured 8mm. It was noted that there was neointima inside the bare metal stent. The physician moved the delivery system forward towards the renal arteries and then the physician was able to deploy the main body without complications at the intended landing zone. The delivery system was also removed without injury to the patient. The contra limb was also deployed and the final angiography showed no endoleak. The physician completed the procedure by removing the stent that was near the renal artery by catching it with a snare and pulling up the sheath. During removal, the stent became stuck near the flow divider of the bifurcation; however, the physician was able to remove it without additional complications. Final angiography was checked again and it was confirmed that there was no endoleak. The procedure was completed successfully. No clinical sequelae were reported. The patient is doing fine.

Manufacturer narrative:
(B)(4). Results: positioning difficulties. Another manufacturer¿s stent. Cause is unknown. Conclusion: positioning difficulties. Another manufacturer¿s stent. Cause and exact location of endoleak is unknown.